Event description:
Got pregnant after essure implantation. I had the test to confirm blockage in (B)(6) 2008 and was told my tubes were completely blocked and I could quit taking birth control pills. By (B)(6) 2009, I was (B)(6) pregnant. Luckily it was a normal pregnancy and I delivered a healthy baby girl (B)(6) 2009.